Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Evaluation of the explanted device found evidence of subsurface cracking, but no evidence of delamination. This type of surface feature is consistent with the oxidation of polyethylene due to higher stresses at the edge of the part. Examination of returned device found no evidence of product non-conformance.

Event description:
It was reported patient underwent initial total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to discomfort. The patella, locking bar and bearing were removed and replaced with biomet products.